Manufacturer narrative:
The complaint description states that after inspection of the humeral stem the humeral implant driver broke. The 4 screws holding the driver together failed. The locking screwdriver was further added to the complaint without information related to the issue. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. The devices associated to the complaint were returned for analysis. The visual analysis of the humeral implant driver shows the break of the 4 screws of the lower plate. Regarding the locking screwdriver, previous investigations identified a trend for the teeth breaking. A health hazard evaluation meeting was conducted on july 2, 2013 and identified a potential harm; documented in dva-108162-hhe via eco 437762, completed on september 25, 2013. Mdd CAPA-(B)(4) was initiated on july 19, 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide was performed and ensure that the screws are captured properly and torqued "on-axis". A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination for the humeral implant driver. Based on the information received and the investigation performed, the root cause of the incident could not be determined with certainty for the humeral implant driver. The incident could be due to an important request and a fragility of the design. For the locking screwdriver, the root cause of the incident is related to the product design. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the locking tabs on the locking driver has snapped off.